Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. The instrument was found to have a firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and failed engagement. Additionally, the instrument was found to have misaligned roll gear causing it to collide with another gear. This caused the gears to grind together when rotating the main tube. As a result, the instrument failed to engage. There was damage found on the teeth. The instrument was found to have failed mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
It was unclear what sureform 60 reload color was associated when the event occurred. The first few fires of the first sureform 60 stapler instrument fired without complication. During the third stapler fire, a "tissue too thick to continue" message was produced. Buttress material was used the first three fires. When the stapler was opened, the staple line was incomplete and malformed staples were scattered throughout the staple line. The surgeon then utilized a new sureform 60 stapler instrument and the remainder of the sureform 60 reloads were fired without any buttress material. Additional stapler reloads were fired over an existing staple line to attempt to repair the defect. The surgeon then over sutured the most distal portion of the staple line to fully repair the complication. A leak test was completed with no complications. The surgeon used fibrin glue on the sutured staple line. The procedure was completed robotically. There were no reports of any postoperative complications.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer had some issues with a sureform 60 stapler instrument. After approximately four fires, two with a black reloads and two with green reloads; the customer noticed the innermost row of staplers were not completely formed. The customer then used a blue reload and the same result occurred. The customer then opted to change out the stapler instrument, firing two more times with green reloads and they formed as expected with no further issues. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended returning the original stapler instrument so a failure analysis (fa) could be performed. Use of the original stapler instrument was discontinued, and it was replaced with a backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
As of the date of this report, the sureform 60 stapler has not yet been received by intuitive surgical, inc. (Isi) for evaluation.